Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units battery only lasts fifteen minutes when running. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, b5, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: g1, h6 (component codes). A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the batteries ((B)(4)). The fse performed all functional and safety tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) units battery only lasts fifteen minutes when running. There was no patient harm, serious injury or adverse event reported.